Manufacturer narrative:
Internal report reference number: (B)(4). Additional report reference number: (B)(4). B2: adverse event report is being submitted due to symptoms related to diabetes: frequent urination. Meter and test strips were returned for evaluation. Product testing was performed and no defect found on returned meter and test strips. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: (B)(6): user's test strip had poor storage. Note 1: manufacturer contacted customer in a follow-up call on 15-oct-2024 to ensure the customer's condition had improved - able to establish contact with customer who stated she still had frequent urination. No medical intervention since the last call was reported. Note 2: manufacturer contacted customer in several follow-up calls to ensure the customer's condition improved and that the replacement products resolved the initial concern - unable to establish contact with customer at this time. Note 3: manufacturer contacted customer in a follow-up call on 25-oct-2024 to ensure the replacement products resolved the initial concern, and to ensure the customer's condition had improved. Caller states she no longer needs assistance and hung up.

Event description:
Consumer reported complaint for high and erratic blood glucose test results. The customer is concerned with test results from results obtained of 122, 145 and 118 mg/dl. The customer¿s expected am fasting blood glucose test result is < 100 mg/dl. The customer reported having frequent urination; medical attention was not needed at the time of the call. During the call, a back-to-back blood test was not performed by the customer. The product is not stored according to specification (kitchen). The test strip lot manufacturer¿s expiration date is 04/30/2025 and open vial date was not provided. The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was reviewed for previous test result history: result 1: 105mg/dl date: (B)(6) time: 7:55am fasting. Result 2: 122mg/dl date: (B)(6) time: 7:54am fasting. Result 3: 145mg/dl date: (B)(6) time: 7:53am fasting. Result 4: 112mg/dl date: (B)(6) time: 6:47am fasting. Result 5: 118mg/dl date: (B)(6) time: 7:30am fasting.